Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 04-19-2016, information was received from a company representative. There was no programming error. At the refill on (B)(6), the old drug was taken out and new drug was put into the pump. Regarding issues encountered at refill and clarification of what ¿blousing the patient¿ meant these were now noted as not applicable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative (rep) in regarding a patient in (B)(6) receiving intrathecal hydromorphone (concentration and dose unknown) via an implanted pump. Indications for use for the infusion system, other medications the patient was taking at the time of the event, and medical history were not reported. At a pump refill last week ((B)(6) 2016) the healthcare provider (hcp) suspected they might have bolused the patient. The patient got ¿really drowsy¿ for a while and that lasted for a day or so. Now the patient was doing ¿perfectly fine¿. The agent reviewed with caller how to check the session report to see if a bolus was programmed. The reporter was to follow up with the hcp. The event date was (B)(6) 2016. The patient was now back to normal. On 03/28/2016, additional information was received from the rep indicated the patient was brought back into the clinic and was doing fine. It was further reported the patient was receiving lioresal; however the lot number was unknown and the concentration and dose was not reported.